Event description:
Account executive called on behalf of customer to report a potential false negative troponin (tni) with the triage cardiac panel versus the beckman device on a (B)(6) female patient. Whole blood edta samples were collected. No further information was available regarding patient's medical history, medication list, results of other diagnostics, admission, and discharge diagnosis.

Manufacturer narrative:
Patient samples were returned on 10/21/2011. Product support tested returned patient samples and positive control, calibrator h on retained lot w49659 for tni recovery. The samples were also verified on the bci access2 pre and post hama treatment. No error codes were observed with any samples. All data point with calibrator h were within the manufacturing 2sd range, with a percent recovery of 102% (within the manufacturing final release specifications). Based on the device scans, no elevated nsb spots were observed with any of the patient samples on the triage meter. Customer's complaint of a potential false negative tni between the triage and beckman instruments was replicated with returned samples. However, no clinical diagnosis was provided to verify the accuracy of tni results for both assays. In addition, results with in-house controls met qc specifications. Product support was unable to verify the root cause of complaint. Without a clinical diagnosis or treatment, product support cannot rule out possible interferences, disease states, or cross reactivity as a possible cause of discrepant results. (B)(4). This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.